Event description:
During patient use, the autopulse platform (s/n (B)(4)) displayed the prompt: "realign patient". The customer did not report any user advisory messages or fault codes. The crew re-adjusted the lifeband, re-positioned the patient on the platform, and powered off/on the autopulse. However, the issue persisted. The customer claimed that the patient was of normal size and properly aligned on the platform when the reported prompt kept appearing on the lcd screen. The crew switched to manual CPR to continue with the rescue call. No consequences or impacts on the patient.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn: (B)(6) displayed the prompt: "realign patient". The customer did not report any user advisory messages or fault codes. The crew re-adjusted the lifeband, re-positioned the patient on the platform, and powered off/on the autopulse. However, the issue persisted. The customer claimed that the patient was of normal size and properly aligned on the platform when the reported prompt kept appearing on the lcd screen. The crew switched to manual CPR to continue with the rescue call. No consequences or impacts on the patient.

Manufacturer narrative:
B5 (describe event or problem) was corrected based on the received additional information. D4 (suspect medical device, serial #) was corrected based on the received additional information. H4 (device manufacture date) was updated. The reported complaint that "the autopulse platform (sn: (B)(6) displayed the prompt: 'realign patient" was confirmed based on archive data review. The autopulse platform was deployed in active operation on (B)(6) 2022, around the customer's reported event date. The autopulse platform stopped compressions a couple of times and displayed user advisory (ua) 02 (compression tracking error). This advisory message is followed by the prompts: "realign patient" and "pull up lifeband and press restart". Based on the archive data, the ua02 was later cleared by the customer, and it was not replicated during functional testing at zoll. A load cell characterization test was performed to confirm both load cell modules were functioning within the specification. The most probable root cause for the reported complaint were missing and loose screws on the die-cast channel of the autopulse platform, found during an internal inspection of the platform and attributed to user mishandling/neglect. No documented evidence was found showing that regular preventative maintenance (pm) had been performed on this autopulse platform since the customer acquired it in 2015. A user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Visual inspection of the returned autopulse platform was performed at zoll. The top cover, front, and bottom enclosures were damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the top cover was scratched and cracked at multiple locations, and one of the head restraint wires was broken/cut off. The cut head restraint does not render the autopulse platform non-functional. Both the front and the bottom enclosures were heavily scratched and chipped with broken screw fittings. Also, the adhesive grip strips on the back of the platform had become detached. These observed physical damages are the characteristics of harsh impacts due to user mishandling and neglect. All the damaged parts were replaced to address the issues. The autopulse platform passed initial functional testing without any fault or error. The autopulse was further tested by being subjected to a run-in test using both a standard and a large resuscitation test fixture (lrtf), and the platform passed the test without any issues. During the internal inspection of the autopulse platform, the zoll service personnel found that one of the attachment screws that hold the die-cast channel to the platform was loose, and another was missing, attributed to user mishandling and neglect. If the load cells within the channel are not securely held in position, they may not accurately register the patient weight, intermittently triggering user advisory messages such as ua02 and the reported prompt of "realign patient". The screws were replaced to resolve the problem. A load cell characterization test was then performed, confirming that both load cells were functioning normally. During further inspection, it was noted that the driveshaft clutch was sticky, unrelated to the reported complaint. This is usually caused by sharp edges or burrs on the surface of the clutch rotor, attributed to wear and tear. The autopulse platform was manufactured in november 2015 and is almost 7 years old, well beyond its expected service life of 5 years. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to resolve the problem. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number: (B)(6).